Manufacturer narrative:
Please note that this device was used in an off-label manner, as it was implanted for interstitial cystitis (ic). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for interstitial cystitis (ic). It was reported that the first implant helped some in the beginning however about 1.5-2 years after implant patient stated that the system started shocking the patient severely so the implant was turned off. When asked, patient said didn't have any falls or trauma. Patient said that system was replaced on (B)(6) 2005 with two separate neurostimulator systems. Patient said that he received the implant as treatment for ic. No further patient complications are anticipated or expected as a result of this event.